Event description:
A healthcare facility in (B)(6) reported that 11 rt131 infant breathing circuits were leaking when they were connected. No patient consequence was reported.

Event description:
A healthcare facility in (B)(6) reported that 11 rt131 infant breathing circuits were leaking when they were connected. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt131 infant breathing circuits are currently en route to fisher & paykel healthcare (B)(4) for inspection. We will provide a follow up report upon receipt of the devices and completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the 11 complaint rt131 infant breathing circuits were returned to fisher & paykel healthcare (B)(4) for inspection. All complaint devices were pressure tested and submerged in a water bath to test for leaks. Result: the performance test revealed that six of the complaint breathing circuits were leaking excessively. The water bath test revealed the leak was located at the extension, around the swivel. The other five complaint breathing circuits were performance tested and no fault was found with these devices. A lot check revealed no other complaint of this type for lot 100316. Conclusion: the leak was caused by a failure of the seal between the elbow and swivel wye. The rt131 infant breathing circuits are pressure tested before they are allowed to leave the production line and those that fail are rejected. This suggests the leak developed post production. As part of our ongoing improvement, the swivels have been redesigned on (B)(4) 2010 to address the leak issue. (B)(4).